Event description:
It was reported that this right ventricular (rv) lead exhibited pacing inhibition and loss of capture with pauses of approximately three seconds. The patient had an underlvlna rhythm of 28 beats per minute (8pm). The impedance measurements were variable, there was an alert for right ventricular automatic threshold detected as greater than pqrammed amprtude or suspended, and possible rv noise and oversenslng were noted. Technical services (ts) discussed programming and troubleshooting options. No adverse patient effects were reported. The device system remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).